Manufacturer narrative:
PMA 510k # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician(dr. (B)(6)) tried to puncture the mass at 1st session. But the needle luer lock couldn¿t be fixed at all. So he withdrew the needle right away and changed another needle and case finished successfully. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 2cm. 4. If not with the device in question, how was the procedure performed and/or finished? The physician changed another procore 20g needle. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus , gf-uct-260. 11. Was the scope recently serviced / repaired? Yes. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 14. Was the syringe used during the procedure, after the stylet was removed? N/a. 15. Was difficulty experienced while retracting the needle? N/a. 16. Was it possible to fully retract before removing the needle from the patient? N/a. 17. Was gaining access to the target site difficult? N/a. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? No. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? One sample was obtained. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. Attachment was impossible. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 28-mar-2024. FDA MDR reporting not required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510(k) # k210476. Cancellation report is being submitted due to additional information received on 28-mar-2024. FDA MDR reporting not required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: (B)(4) unit of lot number c2021286 of echo-hd-3-20-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 20 sep 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: distal end of needle examined and break observed 0.8cm from tip of the needle (ipe of ruler (0402), luer lock examined and observed to be off centre, stylet not returned. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue. Additional information was requested on the distal needle break observed in the lab and whether this was noted on the device prior to device return? Reply received: "no, I didn¿t recognize and had no report about this." Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2021286 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has previously occurred with the current lot number. This was with related pr (B)(4). The root cause for this complaint was as follows, "a possible root cause could be attributed to the devices being used in a tortuous anatomy or the endoscope in a flexed or twisted position during the procedure as indicated in the additional information supplied in the patient/event info - notes which contributed to the leur lock becoming bent and off-centre." Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2021286. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the leur lock/mlla possibly getting damaged on attempting to attach the device to the scope onto which the leur lock is fitted. This would have caused the luer lock to go off-centre. The distal needle break that occurred was not observed prior to device return and most likely occurred during the packaging/returns process. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle luer lock couldn't be fixed at all. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the leur lock/mlla possibly getting damaged on attempting to attach the device to the scope onto which the leur lock is fitted. This would have caused the luer lock to go off-centre. The distal needle break that occurred was not observed prior to device return and most likely occurred during the packaging/returns process.